Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the reported field event of a capture anomaly and noise could not be confirmed in the laboratory. The device was tested on the bench and using automated test equipment and no anomalies were found.

Event description:
It was reported that noise and intermittent loss of capture were noted on rv lead. Upon pocket evaluation noise was not reproduced and set screw and lead appeared to be intact. The ICD was suspected to be causing the noise. The ICD was explanted and replaced.

Event description:
New information received states that prior to the device explant, the patient was presyncopal.